Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that they tried to suspend insulin delivery was auto suspend for 4 hours because his blood glucose was extremely high. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not active at time of high blood glucose event. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.